Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch select meter displayed an "error 2" message. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began a couple of weeks prior to contacting lfs. The patient manages her diabetes with insulin (type/ amount not specified). It is not known if the patient made changes to her usual diabetes management routine. After the start of the alleged issue, the patient claims she was sweating profusely. The patient denied receiving medical treatment. At the time of troubleshooting, the cca noted the patient was using the incorrect test strips with the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up (9/11/2012)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on 8/13/2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The meter involved with this complaint has been returned but not yet evaluated by lifescan product analysis. Lfs will evaluate it and inform FDA of product(s) that do not pass inspection in a supplemental report.